Event description:
It was reported that during testing the pump¿s air in line sensor was failed. There were no patient involvement and harm. The failure mode found in non-clinical condition. However, if the event reoccurs during infusion, it will interrupt therapy which may affect the patient.

Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and customer reported failure mode was not observed in event logs history. Functional test had been performed and air in line sensor was found to be defective. Replaced air in line sensor. The probable cause of the reported issue was unknown. The device passed all functional testing after repair.